Manufacturer narrative:
The insulin pump was received with a cracked end cap. The prime test could not be performed and no alarm for a compromised force sensor system could be verified due to the cracked end cap. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)